Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ball bearings were missing from the instrument. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified that the shims exhibited signs of repeated use and the ball bearings and springs had disassembled; and the adjustable resection towers exhibit signs of repeated use (nicked or gouged) the ball bearings and springs had disassembled/missing. DHR was reviewed and no discrepancies were found. Corrective action was initiated for ball bearing falling out of the tasp shim construct at high rate during cleaning. During the investigation, it was discovered that ultrasonic cleaning was not addressed as a potential user need. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02637 - 1 0001822565 - 2019 - 02638 - 1 0001822565 - 2019 - 02639 - 1 0001822565 - 2019 - 02640 - 1 0001822565 - 2019 - 02641 - 1 0001822565 - 2019 - 02642 - 1 0001822565 - 2019 - 02645 - 1 0001822565 - 2019 - 02661 - 1 0001822565 - 2019 - 02665 - 1 0001822565 - 2019 - 02666 - 1 0001822565 - 2019 - 02668 - 1 0001822565 - 2019 - 02671 - 1 0001822565 - 2019 - 02672 - 1 0001822565 - 2019 - 02673 - 1 0001822565 - 2019 - 02674 - 1